Event description:
Company representative contacted the customer via phone and customer reported issues with the infusion set and no delivery alarms. Customer stated he had inserted his infusion set on his chest even after knowing it was not an approved site. Customer stated his site pulled out and had excessive bleeding. Customer also mentioned the insulin pump had alarmed no delivery and reverted to manual injections. Alarm has been reoccurring but he was able to clear them. Customer stated he went to talk to his doctor in regards to the issues with the device and his educator. Customer declined being transferred to perform troubleshooting. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.